Event description:
It was reported that the pump delivered less insulin than requested for a bolus. A pump data log review by tandem technical support confirmed the pump was functioning as intended; however, the customer alleged that they had previously disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. The customer changed pump supplies, but the issue recurred. The customer's blood glucose level was 323 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.